Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. The malfunction did not recur, and the customer continued to use the pump for insulin therapy.